Event description:
The patient experienced a loss of stimulation. High impedance readings were noted. The hcp replaced the implantable neurostimulator (please see MFR. Report #3004209178200803763). After replacement, stimulation was available. The patient's neck leaned to the left. Impedances greater than 4000 ohms were noted on bipolar electrode combinations 0-case, 3-case, 0-2, and 0-3. A second set of impedance readings were reported (date not provided). Impedances were greater than 4000 ohms on all electrode combinations except 1-2. Stimulation was not available. The patient's neck was centered. The hcp replaced the neurostimulator approximately 3 months later.

Manufacturer narrative:
Neck leaning to left when stimulation was available. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.